Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an error c-34 was displayed. The technical support engineer (tse) explained that the generator had to be replaced. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Isi has not received the unit for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.